Event description:
"Catheter broken and disconnected". The pt experienced increased spasms with increased infusion rate. The device was explanted but not returned to the MFR for analysis. The pt is doing well after catheter replacement.